Manufacturer narrative:
(B)(4). Although 608, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Allergic reactions to dental materials are known and documented. The directions for use states, "do not use venus in patients, which are allergic against the ingredients of venus."

Event description:
(B)(4).